Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the surgeon was able to press the green button, but the device did not fire and the surgeon was not able to squeeze the handle. After charging reload, the device was impossible to fire and squeeze handle. The reload was thrown away. Another handle was used to resolve the issue and complete the case. There was no patient injury.